Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump passed all functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump had normal operating currents and passed the self test, reset error test, and off no power test. No failed battery test was noted. No battery out limit alarm was noted. No missing segment anomaly was noted. No damage was noted to the isolation tape. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump screen went blank. The insulin pump showed no signs of damage and had not been dropped, bumped or exposed to moisture. The contacts on the battery cap were not missing or damaged. The battery compartment and spring were not damaged or corroded. The customer was advised to insert a new battery and the display returned. The insulin pump alarmed for a failed battery test. The customer was advised to clean the battery cap and insert a new battery and the alarm recurred. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.